Event description:
The customer states that a sample from a patient being followed for pregnancy generated an initially false positive toxoplasmosis igg result of 6.8 iu/ml. The sample was repeated yielding a negative result of 0.0 iu/ml. There were no adverse outcomes reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08-20 axsym toxo-igg that has a similar product distributed in the us, list number 3b22 axsym toxo-igg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.